Manufacturer narrative:
The gantry cable chain was returned to medtronic for analysis. Analysis revealed that both positive and negative candle sticks from the hv tank were cracked. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system. Oil had been added to the ht tank, polarity performed image quality, 2d and 3d several times, the result was good and clear. The system operated as intended but the system was down because of ht tank cable plug crack. A manufacturer representative returned, the old gantry cable chain was taken was out. A new gantry cable chain was successfully placed into the imaging system. Detector alignment was performed. System functions were checked. When returning again on site the gantry cable chain was replaced. System functions were checked. The x-ray hand switch had been replaced. The lower left and right gantry cover had been replaced. Then when the manufacturer representative went back for preventative maintenance they found a crack in the cathode cable plug, pm procedure delayed for chain cable replacement. After cable replacement was performed, auto calibration and manual fluoro failed, a ticking noise came from the tank area while kv was increased and x ray generator stopped on error 13. During troubleshooting these parts were replaced - h-vltg tank inverter filament driver x-ray tube u5 eprom ht cntrlr atp. Problem solved, and all calibrations passed. Parts replaced related pm action. Mos batteries on the mvs and ias computers. 8 motion batteries. Front casters. In addition, x ray hand switch replaced because of damaged cable, bottom cover left and right replaced. Pm passed successfully and the imaging system was ready for use. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system outside of procedure. It was reported that during preventative maintenance that the "ht tank cable plug, polarity (-) has a crack." The hand-switch is functioning ok but needs to be replaced. The footswitch is not functioning and needs to be replaced. The bottom covers left and right have some damage. The "system is down due to ht tank cable plug crack." No patient was present.